Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 389033, lot# j0437338v, implanted: (B)(6) 2004, product type lead. Product ID 389033, lot# j0437020v, product type lead. Corrections.

Event description:
Additional information was received from the consumer on (B)(6) 2017. It was clarified that the patient stood up after surgery and they felt the stimulation move from their right side to the left side. To resolve the stimulation movement issue, the patient tried a different program with the patient programmer (pp) but the issue had not completely resolved; the ins was not working up to 50% at the time of the report. It was later reported on (B)(6) 2017 that the patient thought that the lead had migrated. On (B)(6) 2017 it was reported that the patient was not seeing any improvement with their symptoms.

Event description:
Information was received from a consumer regarding a patient who was implanted with neurostimulator for other pain indicator. Patient reported that they had a new stimulator put in on (B)(6) 2016 and after the surgery "the stimulation went from the right to the left, and now its gone from near my tail-bone down to the lower cheek of my buttocks". Patient said this happened the day of the surgery and last night was when the stimulation moved downwards.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.